Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/14/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Review of black box data found that the pump was manually suspended a day before the complaint date for 13 hours and delivery was resumed on the complaint date. Additionally, an unexplained power on reset event was found a day after the complaint date and delivery was resumed approximately 6 hours later. The total daily delivery added up correctly and reflects the user programmed basal rate. Visual inspection of the pump found some cosmetic damages. Both caps were returned and used in the evaluation. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The pump delivery accuracy was within specifications. Bolus delivery exercises were completed and recorded correctly. The reported pump delivery issue was not verified in the black box or duplicated in the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced hyperglycemia while on pump therapy. Reportedly, on (B)(6) 2014, the patient¿s blood glucose (bg) was over 250 mg/dl with large level of ketones and symptoms of diabetic ketoacidosis. It was reported that the patient was treated at the emergency room with intravenous fluids and insulin via pump by the medical personnel. The patient allegedly remained on pump therapy with no information regarding any recent adjustment to the pump settings. Customer technical support agent reviewed the event with the reporter. It was reported that the patient had suspended the pump deliberately and inadvertently forgotten to resume pump delivery. No identifiable malfunction was ascertained for the alleged hyperglycemia. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with a use error in that insulin delivery was not resumed after a manual suspension.

Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.